Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Additional information has been requested.

Event description:
It was reported to philips that the device did not detect the etco2 values during patient use. The patient involved was reported to have not experienced harm or an adverse patient impact. The customer reported no immediate clinical action required to prevent serious injury or death.